Manufacturer narrative:
This report was mailed to FDA on 07/18/2014. The MFR internal ref number is (B)(4).

Event description:
In a completed f/u questionaire received, the optometrist reported that the event resolved with treatment, after one month, in the surgeon's opinion, the device did not cause or contribute to the event. No further info is expected.

Manufacturer narrative:
Eval summary: samples are not expected to be returned for eval. The system history showed tht the laser was successfully verified prior to, and after the date of treatment. A review of the log file was also conducted; no abnormalities found in the log file which could cause the described event. No technical root cause was identified, as the product was found to be within specs. The root cause cannot be determined conclusively. This report was mailed to FDA on 08/22/2014. The MFR internal ref number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed tot his event were found. The associated device was released based on company acceptance criteria. Attempts to obtain additional information were made. No new information has been received. (B)(4).

Event description:
A center director reported that two months following bilateral lasik surgery, the patient presented with light sensitivity. The patient was treated with oral steroids and artificial tears. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.